Event description:
During a ptca procedure within the left circumflex artery, this microcatheter (mc) was used to support the guidewire. The physician attempted to advance the mc and guidewire across the lesion, but he felt resistance within the guiding catheter. He withdrew the mc from guiding catheter and noted that the coating on the mc had come off. The mc was advanced through the rhv valve without resistance. There was continuous flush maintained within the ghiding catheter. The friction was felt in the mid point of the guiding catheter. The position of the guidewire was not lost. He completed the procedure with a new rapid transit catheter.